Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decrease in the left ventricular (lv) lead pacing percentage rate. Boston scientific technical services (ts) was consulted and discussed that during two pacemaker mediated tachycardia (pmt) episodes, lv pacing was inhibited, being the reason why this percentage was lower. Reprogramming options were offered. No adverse patient effects were reported. At this time, this device remains in service.